Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box data showed multiple unexplained pump reboots. A visual inspection of the pump showed the battery compartment was cracked at the threads on the side. There was evidence of moisture contamination observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. The returned battery cap was undamaged and able to fit securely to the pump with no power loss. The pup was exercised for 24 hours with no power interruptions. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged there was no power with a cracked battery compartment and moisture. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.